Event description:
It was reported that blade break occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. The device was found damaged/broken upon opening; it was noted that the atherotomes were unfolded. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection revealed no issues were noted with the hypotube shaft and no kinks or damages on the polymer extrusion shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Microscopic examination identified no issues with the blades. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
It was reported that blade break occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. The device was found damaged/broken upon opening; it was noted that the atherotomes were unfolded. The procedure was completed with a different device. No patient complications were reported.